Event description:
Reported false negative sars result for 1 symptomatic (approximately 5 days post onset of symptoms) consumer. The consumer communicated the result was confirmed positive by molecular (pcr testing) and another rapid antigen assay. 4 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.